Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced an erosion of the mesh in the vaginal wall. The surgeon removed the mesh erosion and gave the patient vagifem/estradiol.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - mesh exposure (B)(4). Device (B)(4) - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.